Manufacturer narrative:
Hvad pump hw22749 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Of note, it was reported that the patient was hospitalized due to an ischemic cerebral vascular accident (icva) due to an embolism. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. The device remains implanted in the patient and is thus not available for return to the manufacturer. There is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event could not be conclusively determined; however neurological dysfunction is a known inherent risk associated with vad therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the clinical database that the patient was hospitalized due to an ischemic cerebral vascular accident (icva) due to an embolism. The patient experienced right-sided weakness and the location was left thalamocapsular. An angiogram was performed which confirmed the neurological event. The patient was on warfarin and aspirin at the time of the event. The patient was discharged five days later. No further patient complications have been reported as a result of this event.